Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient had an issue with accessing the pump history. The patient also reported she had difficulty 'regulating her blood glucose levels'. The technical support representative (tsr) contacted the patient to obtain and verify information, and to troubleshoot the pump issue; however was unable to reach the patient by telephone. There was no allegation of patient injury due to this pump issue. However, as the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed the data from the date of the complaint had been overwritten due to continued patient use. There was no activity outside normal use or unusual alarms observed in the download history. The total daily dose correctly reflected the patient's programmed settings. On testing, the pump successfully paired with a test meter. On investigation, the keypad was found to be fully intact without peeling or visible damage. All the keypad buttons had normal response. The pump and meter were exercised for 24 hours with all operations being correctly and accurately recorded to the pump history. A combo-bolus was successfully performed with the appropriate alert. The pump was opened for investigation with no defects or moisture ingress noted to the pump's interior components.